Event description:
It was reported that during a recanalization procedure of a totally occluded lesion of the right superficial femoral artery, using a crossover approach, the steelcore guide wire became 'stuck' in the stenosis. This occurred at the beginning of the procedure and the physician removed the guide wire without incident, however it became unraveled. Additionally, the procedure was changed to entering through a popliteal approach with success. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned guide wire noted blood on the tip coils, consistent with being advanced into the anatomy as reported. There was no contrast visible. The tip core was bent in a hook shape and the coils were pushed distal from the proximal solder for a length of 2.5 mm. The coils were pushed distal from the center solder for a length of 4.5 mm, consistent with the reported information. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the core up to the coils and this met the manufacturing criteria. Additionally, the tip was pulled on to confirm that the tip ball and core were still intact. Based on the reported information and analysis of the returned guide wire, the stretched tip coils are likely the result of the tip being trapped within the stenosis while attempting to cross the total occlusion. With the tip in a trapped state, the coils likely were stretched during withdrawal of the wire, causing the reported difficulty during removal. As a result of the difficulties crossing from the crossover approach, the procedure was changed to entering through a popliteal approach with success. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there has been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. Overall, the reported difficulty removing and stretched tip coils appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. All guide wire tips are inspected after they are loaded into the dispenser, and manufacturing performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.